Event description:
It was reported that the patient had a syncopal spell and the implantable cardiac monitor (icm) did not record the episode. It was noted there was noise seen during interrogation. The device was explanted and an implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.